Event description:
It was reported the patient received the elective replacement indicator (eri) message for the implanted pulse generator (ipg) on the remote after 7 months of use. The patient underwent a revision procedure to replace the ipg, and was doing well post-operatively.

Event description:
It was reported the patient received the elective replacement indicator (eri) message for the implanted pulse generator (ipg) on the remote after 7 months of use. The patient underwent a revision procedure to replace the ipg, and was doing well post-operatively.

Manufacturer narrative:
With all the available information, engineers concluded the early depletion of the patient's implantable pulse generator (ipg) could not be confirmed. Laboratory analysis of the retuned ipg confirmed receipt of the elective replacement indicator (eri) message, as the battery voltage measured below the 2.75 volt threshold. However, further investigation by engineers revealed no anomalies with the ipg, as the estimated eui for the four concurrent settings estimated the longevity of the ipg to be approximately 10-11 months. Since the ipg was in use for approximately 8 months when the eri message was received, the battery had another 0.4 volts before it would reach the end of service (eos) state. Therefore, the battery life was within the estimated longevity based on the eui.